Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle clog. H3 other text : see h.10.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that nothing came out of pen needle during priming. Issue: nothing came during the priming, sample discarded. Incident date: unknown. Occurence: unknown. Item#: 320122. Lot#: 9092785; expiration date: 2024-03-31. Consumer uses the new needle for his injection, parent visually sees if it is straight yes. Consumers fathers attaches the pen needle tightly. Explained the caller, not to attach it tightly but a firm attachment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that nothing came out of pen needle during priming. Issue: nothing came during the priming, sample discarded. Incident date: unknown, occurence: unknown, item#: 320122, lot#: 9092785;expiration date: 2024-03-31. Consumer uses the new needle for his injection, parent visually sees if it is straight yes. Consumers fathers attaches the pen needle tightly. Explained the caller, not to attach it tightly but a firm attachment.